Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that this deivce shut down during use, the operator ventilated the patient manually and replaced with a back up device immediately. No patient injury reported.